Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the residual stenosis following post-dilatation during the staged procedure in (B)(6) 2015 was 30% and not 0% as previously reported. In (B)(6) 2015, the myocardial infarction (mi) and stent thrombosis were considered resolved as the subject was hemodynamically stable and off the intra-aortic balloon pump.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID:2134265-2015-05583. (B)(4). It was reported that stent thrombosis occurred. In (B)(6) 2015, the index procedure was performed. Target lesion #1 was located in the mid right coronary artery (rca) with 86% stenosis and was 30mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and overlapping 2.50x32 mm and 3.00x24 mm promus premier everolimus-eluting platinum chromium coronary stents. Post-dilatation was performed with 0% residual stenosis. Target lesion #2 was located in the proximal right coronary artery (rca) with 70% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with pre-dilation and a 3.50x12 mm promus premier everolimus-eluting platinum chromium coronary stent. A temporary pacemaker was placed. A staged procedure was planned for treatment of an occlusion in the left anterior descending (lad) artery. The following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient underwent a staged procedure. Access was gained via the right and left femoral arteries. The target lesion was located in the mid lad with 100% stenosis and was 40mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and a 2.25x28 promus premier everolimus-eluting platinum chromium coronary stent was attempted but could not be placed due to the moderate calcification present. Rotational atherectomy was performed. The 2.25x28 promus premier everolimus-eluting platinum chromium coronary stent was then easily positioned and deployed. Post-deployment of several nc balloons, there was still residual stenosis in the mid-stent where the stent would not expand. Due to amount of contrast and radiation used, no further balloon expansions were performed and a second 2.25x28 promus premier everolimus-eluting platinum chromium coronary stent was placed more proximally. Final angiographic appearance revealed a well-deployed stent; there was residual stenosis in the mid lad. Post-dilation was performed with 0% residual stenosis. The following day, the patient was discharged. In (B)(6) 2015, 47 days post-index procedure, post-operation the patient experienced the life-threatening events of stent thrombosis and st segment elevation myocardial infarction (stemi) that resulted in prolongation of hospitalization and required intervention. The patient experienced cardiogenic shock with ischemic changes on electrocardiogram (ECG), and arrested with ventricular tachycardia and was resuscitated after 1 round of cardio pulmonary resuscitation (CPR) and shock. The myocardial infarction was located in the anterior (septal). The patient was brought to the cardiac catheterization lab urgently for target vessel revascularization of the mid lad target lesion with balloon angioplasty. Access was gained via the left femoral artery. The distal lad was attempted to be treated with predilation using a 2.5x12 mm non bsc balloon catheter; however, this did not fully expand the stented site. A 3.0x12 mm followed by a 3.25x8 mm non bsc balloon catheter was advanced and inflated up to 25 atmospheres. Again, the stent was noncompliant and could not be fully expanded. 70% residual stenosis remained at the stented site; timi flow was 3. The patient remained hypotensive with systolic blood pressures in the 60s. An intra-aortic balloon pump was placed. The patient was transported back to the intensive care unit (ICU) in critical condition. Three days later, the patient was extubated. Four days later, the patient received irrigation and excisional debridement of the right groin within an area of the wound vacuum (vac). Six days later, the patient had an anterior lateral thigh vastus lateralis mucocutaneous flap for right groin closure. The following day, the patient became tachycardic and hypotensive with bloody drainage out of the incision and returned to the operating room (or). In (B)(6) 2015, the patient had recurrent right groin bleeding/hematoma and returned to the or for emergent exploration and repair. 11 days after, the patient underwent an irrigation and debridement of the right groin wound and flap with closure of the right groin flap and placement of the wound vac again. 3 days after, the patient experienced recurrent bleeding from the femoral pseudoaneurysm and hematoma and returned to the or. Five days after the patient experienced recurrent bleeding and underwent a right common iliac artery to the distal superficial femoral artery (sfa) bypass via the obturator foramen with exploration and removal of the right common femoral vein, litigation of the right external iliac artery, and profundus femoris artery sfa. The patient continued to experience pain from the wound vac. In (B)(6) 2015, the patient was discharged to a skilled nursing facility.